Event description:
The manufacturer received a voluntary medwatch (mw5103041) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging inflammation headaches, shortness of breath and sore throat when she wakes. The patient reports noticing swelling and inflammation in and around the chest area and is unsure why. The patient states the device makes whistling noises and reported using an ozone-based disinfection device.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.